Manufacturer narrative:
The lot number for the device was provided and a lot history review will be performed. The device was not returned for evaluation, therefore the investigation is inconclusive for the foreign material. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830t implantable port allegedly experienced foreign material present in device. This information was received from a single source. The malfunction did not involve a patient. The patient¿s age, weight, and sex were not reported.